Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2020-00280 under a different suspect medical device. Upon further review of the issue, the suspect medical device was changed. The customer was instructed to replace stat probe and recalibrate and to complete a precision study for troponin assay. The customer performed all troubleshooting. The stat probe calibration precision passed. Service visited the site on 12/02/2020 and a complete full wellness check was performed. No issue was observed. The service history of the (B)(4) verifies no subsequent issues have been reported. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer observed false positive architect stat high sensitive troponin-I for patient samples tested on the architect i2000sr analyzer. The following examples were provided. Sid (B)(6) on (B)(6) 2020 initial result 45 ng/l, then another sample from the same patient after 6h generated a result of 9 ng/l. The customer repeated the first sample which generated a result of 9 ng/l. Sid (B)(6) on (B)(6) 2020 initial result 80 ng/l, then another sample from the same patient after 6h generated a result of 22 ng/l. The customer repeated the first sample which generated a result of 23 ng/l. The customer uses the following reference range: female <(B)(6) ng/l, male <(B)(6) ng/l no adverse impact to patient management was reported.